Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Currents are in specification, no unexpected battery out limit alarm and no button error alarm. The device also had a minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and reservoir tube. No moisture damage at the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding after it was exposed to moisture. The customer stated that he went into the pool wearing the insulin pump. He stated he received a battery out limit alarm and 2 button error alarms. Blood glucose value was 161 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.